Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation - evaluation a review of the complaint history, instructions for use, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A complaint for a similar product experiencing the same failure mode was examined. The investigation found that there was a slight deformation on the thread of the luer fitting on one of the device hubs. It was concluded that the event was manufacturing related, as the deformity in the luer thread may have been due to the injection molding process of the hub. Because of the similar failure modes, it is possible that the two events have a similar cause. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record could not be completed, as the lot number was not provided by the facility. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: from [c_t_ctulmabrmau_rev1]: intended use power injection of contrast media flow rate may not exceed 10 ml/sec. Warnings the safe and effective use of central venous catheter with power injector pressures (safety cut-off) set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit of 10 ml/sec. To safely use catheters with a power injector, the technician/health care professional must verify prior to use that the maximum safety cut-off pressure limit is set at or below 325 psi and that the maximum flow rate is at or below 10 ml/sec. Do not exceed the maximum flow rate of 10 ml/sec. Exceeding the maximum flow rate of 10 ml/sec may result in catheter failure and/or catheter tip displacement. Failure to ensure patency of the catheter prior to power injection studies may result in catheter failure. Precautions catheter should not be used for long-term indwelling applications. How supplied upon removal from package, inspect the product to ensure no damage has occurred. From [c_t_ulmabrm_rev4]: warnings do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 cc or larger syringe will reduce the risk of catheter rupture. Precautions catheter should not be used for long-term indwelling applications. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be determined. It is possible that the device¿s hub was not manufactured to specifications. It is also possible that the hub was over-torqued during use, causing the deformation and subsequent leak, although neither scenario can be confirmed. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: clinical products advisor. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook spectrum cvc was "leaking round the site" during an infusion of ganciclovir. The ICU was notified and infusion ceased on the distal lumen, however maintenance continued on the proximal lumen. The affected device was discarded due to cytotoxic agents being administered via the cvc. Additional information regarding event details and patient outcome has been requested, but is not available at this time.